Event description:
After appropriate cleaning, and high level disinfection routine culturing on the device elevator produced a positive result for carbapenem-resistant enterobacteriaceae (cre). This patient is at risk for potential exposure to the organism.